Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis could not be performed as the catalogue number is not available. Event summary: it is reported in a journal article that three patients were revised due to cut-out of the lag screw. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause determination using rmw: - lag screw migration due to incorrect lag screw design results in cut out. Not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of surgery due to use of the device not compliant with defined indications. Possible details of the surgeries are unknown. It cannot be excluded that the use of the device was not compliant with the defined indications. - failure of surgery due to wrong selection of components or use in combination with device outside the znn cmn system possible, as no product identification numbers were provided, it cannot be excluded, that the zimmer biomet components were combined with competitors products. - lag screw migration due to users determine wrong lag screw length. Possible as no x-rays or item reference numbers were provided. It can not be excluded, that the user chose the wrong lag screw length. - lag screw migration due to users apply set screw not correctly (lag screw groove not engaged): possible it cannot be excluded, that the surgeon applied the set screw incorrectly. Conclusion summary neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted an unknown znn cmn lag screw trauma implant on an unknown side (exact date not reported) and the patient underwent revision surgery on an unknown date due to cut out of lag screw.